Manufacturer narrative:
The system testing for this pump was reviewed and found to be functioning normally. All alarms functioned according to specs. Volumetric accuracy was found to be within spec. Several tests were run with pediasure at the settings used by the customer. Each time when the bag was empty, the pump stopped and alarmed no food. The customer complaint could not be duplicated.

Event description:
Info received indicates the pump does not stop when the bag is empty. Pt's mother stated they used pediasure at 40ml/hr for 720ml. Mother alleged the pump kept running after the formula was gone and no alarm sounded. She immediately turned off the pump and used a back up pump before air could be pumped into the pt. The pt's condition of 'failure to thrive' was not changed by the event and no intervention was required.